Event description:
During the procedure, two yankauers from the same lot broke during the case while using surgeon was using suction and pushing down on the device. The pieces of the yankauers and packaging were collected by staff. There was no known patient injury. Ref: yank1002, lot: 2112kn02a.